Event description:
It was reported failure to halt ablation occurred. A maestro 4000 controller was selected for an ablation procedure. However during ablation when releasing the footswitch the equipment continued delivering radio frequency. The application was stopped through the equipment button. No patient complications were reported. The procedure was completed using this device. No patient complications were reported.